Event description:
It was reported that the procedure was to treat a heavily calcified circumflex artery. A 3.5 x 23 mm xience alpine stent delivery system (sds) was being advanced to the lesion when the sds caught on the calcification and there was resistance and the stent was damaged. The sds and guide wire were pulled back as a unit and when the stent reached the guide, it dislodged and migrated to the leg where it was removed using a snare device. Another xience alpine stent was deployed to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.